Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: moisture was confirmed behind the display lens, and no corrosion was found in the battery compartment. There was a crack in the battery compartment on the side from the threads to the cover. The allegation of a blank screen was not duplicated during investigation. The leak test fails with a battery compartment leak. The pump cover was removed and moisture ingress was found on the pump circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. Moisture was alleged behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.